Manufacturer narrative:
.

Event description:
It was reported that during device change out, externalized conductors were observed under fluoroscopy. The lead was capped. The patient was in stable condition after the event.